Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that biomaterial was the cause of the limb ischemia. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The medical team in japan discarded the impella pump product at the time of explant. No benchtop analysis to root cause is possible. The team did not furnish further clinical details or imaging for review. No root cause has been determined. Should the team in japan relay details that lead to root cause a final report will be filed. The failure mode will be monitored and trended. Of note the IFU states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical team in japan had an impella cp support for 5 days. The pump was then surgically explanted. The team observed aortic thrombosis cascading to/down the limbs. The team observed the thrombosis to cause lost pulses to the limbs and thrombectomy and the fogarty embolectomy was performed.